Event description:
The lay user/patient contacted lifescan on june 26, 2007 and alleged that her one touch ultramini meter had a battery contact issue. The medical affairs specialist was not able to reach her via phone after several attempts. A letter was sent to the address provided. The patient reported that she was unable to test on the subject meter due to an error 2 and power issue (it is not known since when the patient was not able to test). She also reported that she saw moisture in the meter casing. She was feeling lightheaded, shaky, sweaty, and had slurred speech and headache. She received assistance from a nurse and was tested on the nurse's meter with a result of 51 mg/dl (patient also provided results of 48 mg/dl, and 55 mg/dl-unknown when these tests were performed and on which meter). The patient was administered IV glucose and a result of 177 mg/dl was obtained after the glucose administration. At the time of troubleshooting, it was verified that this was not a new product and that there was no trauma to the meter. The battery was also changed per the owner's manual. Although there is insufficient information provided regarding the onset of the meter issues, and events leading to the symptoms, this complaint is reported because the error 2 and power issues were not resolved and the patient alleged she was not able to test her blood glucose at the time of concern. An unknown time frame later, she was treated with IV glucose for hypoglycemia. A replacement meter, control solution, and test strips were sent o the lay user/patient.